Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, lens instability and amputation of the haptics were noted while handling the iol. The defective iol was not implanted in the surgery. The patient was involved, but there was no contact with the device. There was no need for medical intervention or hospitalization. The procedure was completed on the same day using an unspecified replacement lens, with no patient harm. Additional information was requested. A questionnaire was received.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).